Manufacturer narrative:
Pump was received with intermittent button response due to keypad connector on lcd board unlocked. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up arrow button was not responding and the down arrow button had to be used. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.